Manufacturer narrative:
The device has not been received to date. The customer called the olympus technical assistance center (tac) support to troubleshoot. Tac instructed if the maj-1430 video scope cable was connected, which was. Instructed to power off cv-190/clv-190, remove maj-1430 and scope, reconnect scope, power on and no longer had the error. The device will not be returned due to issue being resolved over the phone. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
A user facility reported to an olympus field representative that scope communication errors b30 and e216 were displayed on the evis exera iii video system center. There were no reports of patient harm associated with this event. This is report #1 of 2 due to multiple devices reported involved in the event. Reference report patient identifier (B)(4) for additional report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the b30 and e315 errors could not be identified. However, it¿s likely the cause of the b30 error is related to foreign body adherence and moisture adherence at the electric junction. It¿s also likely the cause of the e315 error is related to a connection issue between the device and the scope cable, or a malfunction in the maj-1430 (scope cable) itself, which resulted from an abnormal communication with the scope. Olympus will continue to monitor field performance for this device.